Event description:
Customer reports several incidents in which the "connections are coming apart." Initial information received from reporter revealed vague report of one incident in which patient experienced blood loss during surgery due to the "injection site coming loose". However, upon follow up with the director of the o.r., it was revealed that there was "no adverse outcome to any of the patients and no medical intervention was required."